Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4) , ubd: 01-oct-2012, UDI#: (B)(4). Product ID: 37085-60, serial/lot #: (B)(4), ubd: 26-feb-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was low impedances at bipolar contact combination 0 and 2 pre-operatively. There was no patient harm and the patient was unaware. There are no known factors that may have led or contributed to the issue. They proceeded with the routine replacement and out of range impedances (82 ohms) remained at contacts 0 and 2. There are no intervention desired and the physician is aware. The issue was not resolved.